Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that a customer experienced an issue during use of the applicator. After pressing the applicator against the arm, the device became stuck and could not be removed as intended. The customer then forcibly removed the applicator. Upon removal, it was observed that the insertion needle was protruding from the skirt portion of the device, indicating improper needle positioning. There was no report of death or permanent impairment associated with this event.